Event description:
On (B)(6), 2012 the reporter contacted animas to report that beginning on the morning of (B)(6), 2012 the patient obtained elevated blood glucose readings such as 360 mg/dl and 498 mg/dl, and experienced the symptoms of nausea and positive ketones. The patient had attempted to correct her blood glucose level with both the insulin pump and via a syringe injection, however her symptoms remained. The patient allegedly was feeling symptoms of a cold. The patient had not sought any medical attention or treatment. Troubleshooting revealed no issues with the infusion set or infusion site, all pump programming, basal setting and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. It was also determined the patient was using refrigerated insulin, which the manufacturer recommends against, recommending only using room temperature insulin, and that she had primed only 6.4 units when replacing the cartridge and had not replaced the tubing. It is possible this practice led to under-infusion of insulin. The patient's technique was incorrect by not replacing the tubing, not priming the tubing sufficiently, and using refrigerated insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. No activity outside normal use observed in black box or download history. No data in black box or download histories from the time of the reported high bgs due to continued use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.